Event description:
It was reported that a loss of capture as well as high impedance levels were observed on the right ventricular (rv) pacing lead during a device check. A lead fracture was suspected. The physician indicated the patient had a pulmonic valve replacement subsequent to the implantable pulse generator (ipg) system implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 device, implanted (B)(6) 2009; 5076-52 lead, implanted (B)(6) 2009. (B)(4).